Manufacturer narrative:
Summary of evaluation: this event could not be verified. It is difficult to determine how this event occurred, or if this event occurred, with the limited amount of info provided. Product is inspected prior to leaving the manufacturing facility and prior to being distributed from an agent location to a hospital.

Event description:
Reporter states that a nurse took the package from the shelf and upon examining found perforation in outside box. When the package was opened, the perforation had penetrated the inside sterile container. The event did not occur during a surgical procedure.